Event description:
It was reported that the 9800 system had a high ma and overload fault error message. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The calibration files were installed during the service call. The system was tested and found to be working as intended, and put back into service.